Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the stapler was not able to fire and the staple line was incomplete. No harm was caused to the patient.